Manufacturer narrative:
(B)(6). Investigation summary: complaint trending review is not possible to perform since no lot number has been provided. No significance trend is observed for this defect on the reported product family. Investigation conclusion the foil reel did not work as expected and was not allocated correctly between the stamp and the barrel, so the scale was not totally marked. Root cause description the reported issue happened at the end of this process, due to a defective foil reel. In this case the foil did not work as expected and was not placed between the stamp and the barren, so the scale was not correctly printed in the barrel. Rationale conclusion(s): we can ensure that the probability of finding this kind of defect is very low and any recurrence is really unlikely in our products, considering our in-coming and in-process inspection, no actions are required.

Event description:
It was reported that a bd discardit¿ ii syringe had scale marking issues. No report of serious injury or medical intervention.